Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was unable to be implanted due to placement difficulties, and helix would retract which it may have been contributed by physician turning fast and many turns. This lead was successfully replaced. No adverse patient effects were reported.